Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The lesion was in a previously implanted stent, which may have contributed to the balloon rupture. It is possible that the balloon material was damaged during interaction with other devices, lesion calcification and/or previously implanted stents, such that the balloon ruptured during inflation. Although, there is no indication of a product quality deficiency, a conclusive cause for the balloon rupture could not be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager nc balloon catheter was delivered and pre-dilated the lesion; however, the balloon ruptured at 12 atm. When it was checked outside the patient's anatomy, there was a pinhole rupture noted on the balloon. The balloon was changed to another company's balloon catheter and the procedure was completed. Reportedly, there were no patient effects. No additional event or patient information is available.